Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl, 160 mg/dl, 357 mg/dl, 160 mg/dl and 60 mg/dl. Customer usually gets the insulin flow blocked during a bolus. The customer declined to troubleshoot for the low blood glucose incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated low blood glucose event with glucose tablet. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions device deficiency or insulin flow blocked alarm noted during testing. (B)(4).